Event description:
Boston scientific received information that the patient presented to the emergency room after hearing tones from their cardiac resynchronization therapy defibrillator (crt-d). A remote interrogation was performed which revealed high pacing impedance measurements on the right ventricular (rv) lead and crt-d. The patient was seen in the office the following day and the high pacing impedance measurements were also observed. An x-ray was taken which did not yield any significant findings. No changes to the system have occurred and the system remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a replacement procedure was performed due to continued high right ventricular (rv) pacing impedance measurements of greater than 2000 ohms and increased threshold measurements. The rv lead was surgically abandoned and a portion was explanted and returned for analysis. The crt-d was explanted and returned for anlaysis. No additional adverse patient effects were reported.